Event description:
It was reported that the ilet displayed a dosing stops soon alert and showed no active cgm connection, while the dexcom g7 continuous glucose monitor (cgm) app was displaying readings; the issue involved pairing failure to the ilet only and was addressed through troubleshooting and education that included entering the cgm code and restarting the ilet, after which the sensor successfully connected, indicating an intermittent communication issue between the ilet and the cgm antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.